Event description:
Pt was being fed enterally using a pump. Reporter stated the pump overdelivered, but was unable to provide any details regarding the extent of the event. The pt's mother tried to remove excess fluid through the gastrostomy tube, but did not retrieve very much. There was no illness, injury or medical intervention resulting from the event. One pt involved.